Event description:
It was reported that, the 980 ventilator generated an error which rendered the unit inoperable. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and performed sensor calibration. The se performed extended self-testing on the device and all tests passed.